Manufacturer narrative:
Product ID 37603, serial# (B)(4), implanted: 2014 (B)(6); product type implantable neurostimulator product ID 3708660, serial# (B)(4), implanted: 2014 (b)(46; product type extension product ID 3389s-40, lot# va0mm43, implanted: 2014 (B)(6); product type lead product ID 3389s-40, lot# v561214, implanted: 2011 (B)(6); product type lead product ID 7482a51, serial# (B)(4), implanted: 2010 (B)(6); product type extension. (B)(4).

Event description:
The health care provider (hcp) reported via the consumer and the consumer themselves reported that they've had three deep brain stimulator (dbs) devices and they are not working. The patient's tremors were getting worse and they had not been to the doctor until three days prior. The patient's hcp had reportedly stated that they had done all [they] could do. The hcp had reportedly given up on programming. No interventions, potential causes, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Indications for use: essential tremor movement disorders refer to manufacturer report # 3004209178-2015-15957.